Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos showed the outer sheath to be fractured. The distal part of the delivery system was not visible such that it was impossible to make a statement about the stent graft. The investigation leads to confirmed results for sheath fracture. There were no indications of manufacturing deficiencies. In this case, it was reported that the tracking path was not bent, no resistance was met while advancing the device, an 8f introducer was used with a 0.035" guidewire for access, the vessel was calcified, pre-dilation was performed and the device was flushed before use. Based on the available information and the evaluation of the provided photos, the investigation is closed with confirmed results for sheath fracture. A definite root cause for the reported event could not be determined. The use of the device to treat aneurysm indicates an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035-inch (0.89 mm) diameter super stiff guidewire" is required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". Regarding indications for use, the instructions for use states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries." And "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure through the access site of femoral artery. During procedure, the outer sheath of the delivery system fractured. It was further reported that swelling in the lower limbs. The current condition of the patient is stable now.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure through the access site of femoral artery. During procedure, the outer sheath of the delivery system fractured. It was further reported that swelling in the lower limbs. The current condition of the patient is stable now.